Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40mg/dl. Troubleshooting for low blood glucose was performed. The customer was treated for the low blood glucose with glucagon pills and soda. Customer's blood glucose level was 72mg/dl at the time of the call. Customer stated that the drive support cap was normal and insulin pump programming was accurate. Customer was advised to monitor insulin pump. Customer called back and reported another low blood glucose level of 44mg/dl. Customer treated with soda and food. Troubleshooting for low blood glucose was performed again and found the insulin pump functioning as designed but customer did not feel confident with the pump. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump passed the delivery accuracy test. The device was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.